Manufacturer narrative:
The hillrom technician found the power assist control module needed to be replaced. Per the hillrom service manual the totalcare bed system requires an effective maintenance program. We recommend that you perform a semi-annual preventative maintenance. Preventative maintenance will minimize downtime due to excessive wear. Transport handle zero (intellidrive transport system): refer to throttle check (intellidrive transport system) on page 2-249. A search of the hillrom maintenance records did not show hillrom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the power assist control module to resolve the issue. Based on this information, no further action is required.

Event description:
Hillrom received a report from the account stating that the power assist control module board caught fire. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).